Event description:
It was reported that during a colecystectomy procedure, the leak occurred after the device was used for the cystic duct and the cystic artery. Additional suture was performed. There were no adverse consequence to the patient. According to our sales rep, it seemed that the jaw was wonky. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.